Event description:
On (B)(6) 2011, the customer reported to customer service in an effort to find out if a larger breast shield would be better for her to use with her breast pump. Her nipple is rubbing against the tunnel. She ordered size xxl, but has not received them yet and just wants to know if they are going to correctly fit her.

Manufacturer narrative:
Customer service referred the customer to a local lactation consultant to be sized for breast shields. In f/u with the customer on (B)(6) 2011, she indicated that she saw a lactation consultant who determined that she is in between breast shield sizes. One size rubs against her breast (as stated in her original report), but allows for good let down of her milk. The other size doesn't rub, but her milk let down is not as good so she has to massage the breast as she is pumping. She also indicated that she developed clogged ducts and went to her doctor who diagnosed her with mastitis and prescribed an antibiotic. The mastitis has since resolved and she has switched to a hosp grade pump. She was upset that she couldn't use the personal use pump, so arrangements were made to send her a replacement and get her original pump back. However, as of the date of this report, it has not been received and since the (B)(6) 2011 f/u, contact with the customer has been unsuccessful. As a final contact attempt, a letter was sent to the customer to which a response has not yet been received. "Mastitis is usually benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Because the pump has not been received for testing/analysis, it cannot be determined whether the pump malfunctioned. Based on info from the customer, breast shield sizing may have contributed to the issue. It cannot be definitively concluded that the pump caused or contributed to the customer's issue with mastitis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. We will monitor complaints for similar issues.